Manufacturer narrative:
(B)(4). The patient's age, gender, and weight information have been requested; however, the customer has indicated that the information cannot be provided. The pushwire was returned for evaluation without the pipeline as it was implanted in the patient. It was confirmed that the pushwire was detached from the proximal wire weld. The surface # 1 and # 2 of the detached pushwire were sent out for sem and eds analysis. No other anomalies were observed. Based on the analysis findings and sem and eds analysis, the customer's report was confirmed. The failure mode is tensile overload that exceeded the strength of the solder joint. The lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.

Event description:
Medtronic (covidien) received report of pipeline flex push wire break during a procedure. The patient was being treated for a large, unruptured, saccular aneurysm in the paraclinoid internal carotid artery (ica). Vessel was moderately tortuous. The patient had received a pipeline implant 18 months prior; the aneurysm was still filling. The physician was planning to implant a second pipeline device inside the first pipeline. The microcatheter was navigated to the treatment site without issue. The physician began deployment of the pipeline flex by pushing the wire. Once the pipeline flex was deployed to the resheathing marker, the device was wagged gently for full deployment. It appeared that the tip of the microcatheter was coming back into the guide catheter. The physicians determined that it was the pipeline flex proximal bumper (just below resheathing pad) that was in the microcatheter. The physicians tried to advance and pull back the wire, but the pipeline flex did not move. The physicians advanced the guide catheter over the microcatheter and pulled back on the microcatheter to deliver the pipeline flex. The physicians then pulled everything back into guide catheter and out of the patient. As they pulled the device out the patient and laid it on the drape the push wire was in two separate pieces -- the distal tip to the resheathing pad and the length of the push wire. Angiographic result post-procedure was good. The patient was not injured as a result of this event.